Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
The death of a patient was reported on (B)(6) 2015. The patient was reported to have died on (B)(6) 2011 due to unknown reasons. The "patient's" obituary was found, which confirmed the death date to be (B)(6) 2011. The patient was cremated, and the device was explanted prior to cremation. The device was not available for return. The cause of death was of undetermined natural causes. Attempts for further information have been made but no relevant information has been received to date.